Event description:
Procedure: laparoscopic adrenalectomy. Reportedly, when the balloon was removed from the cavity, it was noted to be ruptured with a piece missing. The piece was retrieved from the surgical cavity. No pt injury reported.